Event description:
The patient underwent stent assisted coil embolization to treat a left internal carotid artery aneurysm. Eleven months post procedure, the patient suffered a transient ischemic attack that resulted in the pt being intubated and treated with medication, no details provided regarding the medication. The etiology of the stroke was reported to be "very unclear" but the physician believed it was possibly related to the device. The event resolved the same day without any residual effect.

Manufacturer narrative:
(Other for no allegation of product malfunction or non conformance contributing to the reported event).